Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected off no power anomalies were noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an off no power anomaly. The customer's blood glucose reading was 7.0 mmol/l. The customer stated that the (B)(6) batteries he used were depleted quickly. The customer stated that the pump gave him a low battery alarm and shut off two hours later. The customer mentioned that the cap was not loose or cracked. The insulin pump was not returned for analysis.